Event description:
Patient developed an infection after implantation of the patient specific implant. Surgeon is planning to explant.

Manufacturer narrative:
H3, h6: no investigation could be performed, no conclusion could be drawn as no device has been returned.